Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Visual inspection of the returned leadless pacemaker noted the helix was stretched out of specification caused by the end user. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal found normal pacing parameters and review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, increase in capture threshold was noted on the right ventricle (rv) leadless pacemaker. The rv leadless pacemaker was explanted and replaced to resolve the event. The patient was in stable condition.